Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected with 1 cc of juvéderm vista volite xc near the golgo line and with 1 cc of juvederm vista volift xc into the sagging cheeks. There was a suspected early onset-allergic reaction. The symptom locations were mid-face area near injection sites such as cheeks and under the eye. Hcp noted it was non-serious with the treatment of hyaluronidase and steroids. Patient had no history of hyaluronic acid injections. Swelling was observed from the evening of the day of injection. Infection was suspected and treated with antibiotics, but there was no recovery. As the swelling continued with a feeling of heat and an uncomfortable feeling in the throat, the patient was treated with hyaluronidase multiple times from the 4th or 5th day after the injection to dissolve the area, considering the possibility of an allergy. There were no pus and infection was ruled out. Hcp administered steroids intravenously and orally and the area settled down in about 2 weeks. It was stated by the hcp that the allergic reaction from the juvéderm vista cannot be denied. This is the same event and the same patient reported under patient identifier (B)(6) (B)(4). This emdr is being submitted for the suspect product, juvéderm vista volite xc.